Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had terrible pain in their head and neck on the left side where they were implanted, and jolting electrical shocks in their brain and neck area. They had to turn the ins off because of the pain and shocking. They spoke with their managing healthcare provider (hcp) and were told the manufacturing representative (rep) was to schedule an appointment to check the ins. It was unknown when the problems first started, but the caller said it had been really bad the last two weeks. An email was sent to their field rep for follow-up. The issue were not resolved at the time of the report. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated they had met with the patient and verified the impedances were all in line. The patient's symptoms seemed to dissipate over the weekend. The patient's pain management doctor instructed them to get botox, and the patient would follow-up with the rep again soon. No further complications were reported or anticipated with this event.